Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unspecified location during filling. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6: h4: the device was manufactured from august 15, 2019 - august 16, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. The blue winged luer cap was hand tightened and a functional leak test was performed, and no signs of leak were observed at the blue winged luer cap. He unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.